Event description:
The customer reported to olympus that the tracheal intubation fiberscope had defects of distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube with coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction, device evaluation found the following: the connecting tube had a dent; adhesive on the bending section cover had a chip; due to a dent on the bending tube, the bending angle in up direction exceeded the standard value; adhesives around the objective lens and light guide lens were peeled; the eyepiece was dirty and had a scratch; the control unit was dirty; and the indication on light guide connector was unclear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling of the device, however a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "do not coil the insertion tube with a diameter of less than 10 cm. Equipment damage can result do not twist or bend the bending section by hands. Equipment damage may result. Do not squeeze the bending section forcefully. The bending section¿s covering may stretch or break and cause water leaks. 3.2 preparation and inspection of the endoscope clean and disinfect or sterilize the endoscope as described in the ¿olympus enf/lf endoscope reprocessing manual¿. Inspection of the endoscope. Visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)." And additional verbiage in the reprocessing manual: "handle the insertion tube carefully. Tightly gripping or sharply bending the insertion tube or bending section can stretch or severely damage the insertion tube and the bending section¿s covering." Olympus will continue to monitor the field performance of this device.